Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned and two extensions were implanted. The patient was doing well following the procedure.